Event description:
Account stated that the siderail would not latch.

Manufacturer narrative:
A hill-rom tech found that the left intermediate siderail would not latch. He replaced the weight frame siderail weldment, and the left helix torsion spring, and the siderail functioned as designed.